Event description:
The patient reported that the ok button on their keypad is unresponsive. The patient noticed the alleged issue a few weeks ago. She claimed she had to press the ok button several times before it responds. No other button issues on keypad. No damage noted to pump or keypad. Advised ok to continue use of pump, patient knows how to bolus through meter. Also advised if changes occur or unable to bolus through meter will use confirmed back up plan. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the ok button issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive and the other keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.